Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 3.00x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were damaged. No patient complications were reported.